Event description:
The reporter stated she was having allergic reaction from the dressing that was used on her. She said she has the same kind of reactions three times from the same type of dressing manufactured by centurion. She said after the application of the dressing there was a 20-minute lag, and she started experiencing itching. The second time, the same thing happened. She said the third time the itching was all over the place and her skin became puffy, red, sore and hives were all over. She said she had allergic reactions from bard's statlock adhesive a long time ago. Ref report: mw5152646, mw5152647.